Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, which led to a hypoglycemic event. On (B)(6) 2020 the customer was at school and began to sweating and felt cold, the patient then lost consciousness. The school nurse tested the customer's blood glucose level and received a result of 20 mg/dl, the nurse then called an ambulance. The emt's treated the customer for hypoglycemia, however the type of treatment provided was unknown. The customer was sent home from school for the day, and was not transported to the hospital. The following day, (B)(6) 2020, the customer had a medical consultation with his endocrinologist. The doctor downloaded the device history and determined that two different bolus' were given on the day of the incident. At 5:25am a bolus of 20 units was administered and at 7:30am a 2nd bolus of 20 units was administered. The mother alleged that these were unintended bolus, and that the customer did not program these boluses, when led to an over delivery of insulin.